Manufacturer narrative:
(B)(4).

Event description:
It was reported "the patient was given mechanically assisted cardiac support in the ICU for coronary artery disease. Bleeding from the air supply end of the iabp during the course of treatment suggested catheter rupture. The catheter was removed immediately. The catheter was poorly removed during the removal process, and the broken end remained in the vessel. The vascular surgeon was contacted and the severed catheter was immediately removed surgically under general anesthesia in the operating room". Additional information received states ". When asked about the patient's current condition the customer reported "currently, the patient is suffering from severe infection and coma".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a cardboard box and was in a ziploc bag. Returned with the sample was the supplied 60cc syringe and the supplied 40cc driveline tubing; dried blood was noted within the tubing. Upon return, the teflon sheath was noted connected to the hemostasis cuff; blood was noted in the sidearm. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. The arterial pressure tubing assembly was noted connected to the iabc luer. The iabc central lumen was noted damaged; the distal end of the central lumen was noted no longer attached and separated from the proximal end of the central lumen at approximately 77cm from the iabc luer. Upon further inspection, evidence of the polyimide was noted on each side of the separation, indicating that the adhesive bond was still intact. Bends to the iabc central lumen were noted at approximately 9.3cm, 67cm and 73cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0063in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document with similar results. Dried blood was noted within the one-way valve. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed damaged central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; multiple leaks were immediately detected from the bladder membrane. Under microscopic inspection, a total of three (3) repeated leak sites consistent with contact from a sharp object were noted around the circumference of the bladder at approximately 79cm, 78.5cm and 77.6cm from the iabc luer. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 4.5cm from the iabc distal tip. Some blood and debris were noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 9.8cm from the iabc luer. Some blood and debris were noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab catheter damaged is confirmed. During the investigation, the distal end of the iabc central lumen was noted damaged and found no longer attached to the proximal end. Additionally, the bladder was noted with multiple punctures to the bladder, consistent with contact from a sharp object. No other leaks were detected during functional testing. Due to the combined damages and returned state of the device, it could not be confidently determined which damage occurred first. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of how the catheter was damaged is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the patient was given mechanically assisted cardiac support in the ICU for coronary artery disease. Bleeding from the air supply end of the iabp during the course of treatment suggested catheter rupture. The catheter was removed immediately. The catheter was poorly removed during the removal process, and the broken end remained in the vessel. The vascular surgeon was contacted and the severed catheter was immediately removed surgically under general anesthesia in the operating room". Additional information received states ". When asked about the patient's current condition the customer reported "currently, the patient is suffering from severe infection and coma".